Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced multiple low blood glucose incidents starting on (B)(6) 2017 with blood glucose in the 30 mg/dl range on several occasions. The customer used juice or soda to treat the lows. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed and the customer believed the insulin pump over delivered insulin. Customer believes the recalled sets may have also caused their lows. The insulin pump will not be returned for analysis.